Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/07/2025, it was reported by a distributor via email that an ar-1588tn-20 tightrope ii abs had one strand that appeared blocked and could not be pulled to tension the tightrope. Due to this, the tightrope was cut, and the procedure was completed using a screw for tibial fixation. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to use error/mishandling.